Event description:
It was reported that the patient was experiencing low voltage alarms at night on their mobile power unit (mpu). The patient did not see any lights change or any fraying cords. No alarms were noted while the patient was on batteries. The alarms resolved with the loaner mpu.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was experiencing low voltage alarms at night on their mobile power unit (mpu). The patient did not see any lights change or any fraying cords. No alarms were noted while the patient was on batteries. The alarms resolved with the loaner mpu.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage alarms was not confirmed. The returned mpu (serial number (B)(6) was received at the service depot, and the unit operated for an extended period. Atypical events were unable to be reproduced, and the mpu fully operated as intended. A full functional checkout was performed, and the serviced and tested mpu was returned to the customer site after passing all tests per procedure. No log files were associated with the reported event. The root cause of the reported event was unable to be determined through this analysis. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. C, section 5 ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur, including alarms associated with low voltage conditions. The heartmate 3 patient handbook (rev. C, section titled ¿emergency contact list¿) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.